Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2015 with the following findings: during investigation, a visual inspection of the pump showed the display lens was scratched. The pump was powered on and displayed the verify screen. The display was found to be clear and legible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched. There is no further information regarding the complaint available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because, the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.